Event description:
The pt was admitted to the hospital for removal of bilateral ruptured breast implants, bilateral open capsulectomy and breast reconstruction with mentor breast implants. The pt had breast cancer with reconstruction in 1979 and 1981. Explanted breast implants were sent to pathology for gross examination. These implants will be disposed of.